Event description:
New vent ventilator was set up on patient. As vent was placed, an odd vibrating sound from the exhalation valve was heard. Vent appeared to be ventilating and oxygenating patient, just making a strange noise.